Manufacturer narrative:
Investigation: samples received: 148 closed pouches and 1 open pouch with ampoule unopened with leakage signs. Analysis and results: there are previous complaints of this code batch for the same issue, of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received 148 closed pouches and one open pouch with one ampoule showing ampoule leakage. We have analyzed 18 closed and the open pouch received. All have been optically evaluated and a defect in the sealing bar of the ampoules was found in 7 of the 19 units. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, and that there are previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. A CAPA has been initiated.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that in the operating room of hunan children's hospital, it was found that several pieces of glue with batch number of 218381n2 and code of 1050044 were leaking continuously, and the remaining pieces of glue with the same batch and code were leaking again. The event occurred prior to use with no patient harm.